Manufacturer narrative:
Submit date: 08/26/2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that customer had an issue with a dialysis catheter. The customer states that the pt had a palindrome catheter removal because the device was broken. Customer believes there's a split in the line beyond the catheter hub. The catheter was implanted on (B)(6) 2013 - standard right side insertion without complication.

Manufacturer narrative:
The product sample was not returned and no photos were received. More information was requested to the customer and no additional evidence was provided for this analysis. This complaint will be reopened if the product sample is returned. All the possible causes were identified. No lot number was provided, therefore, it is not possible to perform a DHR review. This defect has not been confirmed. With the available information, the most probable root cause could be considered as misuse (hole in the catheter could be caused due to over bending, excessive force or a sharp object). No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.